Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo solution set was damaged. This event occurred before use of the device. It was further reported that the tubing had detached from the male adapter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The(B)(4) date of the original submission was documented as (B)(4) 2018. However, the date when it became reasonably known was on the (B)(4) 2018. Therefore the (B)(4) date in the initial emdr submission should have been (B)(4) 2018.